Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: drill tip broken. Probable root cause: design: improper raw material selection, insufficient assembly design, hard stop not designed correctly, guide mouth does not stabilize guide during drilling. Manufacturing: improper assembly, incorrect raw material used, guide or drill not manufactured to specification. Application: use of excessive force. (B)(4).

Event description:
It was reported the drill tip broken inside the patient and all pieces were recovered.

Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the drill tip broken inside the patient and all pieces were recovered.